Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The black box showed evidence of partially discharged batteries being installed. Current draws were found to be within specifications. No "battery life" issues were duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the battery compartment was found to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the alarm history indicated the battery life was less than expected and denied damage to the battery cap or compartment. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.